Manufacturer narrative:
At this time, vyaire has not received the sample for investigation. If additional information is received, a supplemental report will be submitted.

Event description:
The nurse reported excessive water condensation while using the infant heated wire circuit. The nurse observed excessive condensation in both the expiratory and inspiratory limbs and the baby's face is constantly wet requiring multiple re-tapes. The nurse reported the circuit was changed out and no patient consequence associated with the event.

Manufacturer narrative:
The device sample was not available for investigation by our quality team. However, the quality team identified that a defective crimping could cause bad electrical connection of heating wire to the power supply. This could generate rain out in the circuit. If set up to crimping equipment is not properly done, the crimping height can be out of spec.